Event description:
It was reported an automated peritoneal dialysis patient experienced a bloated abdomen and trouble breathing during dwell 1 of 3. The patient was connected to the homechoice pro device at the time of the events. The patient disconnected, performed a manual drain, and felt better after. There was no report of medical intervention associated with this event. The device was operational, and a swap was not necessary. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.